Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a male pt underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery at the femoral head via a 5f sheath (model unk). Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 5f to close the access site. The device was prepped and deployed per the IFU. It was reported that the balloon ruptured during pullback towards the arteriotomy and pulled through the sheath. The pt was converted to approx 10 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged from the hosp the same day with no clinical sequela noted. No further info is available.